Event description:
Information was received from a consumer who reported they have always had trouble locating the implant in their abdomen because it seems to move.

Manufacturer narrative:
Section d10 references: product ID: b35300, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported the cause of the implant moving was due to the device being placed in their stomach, but not being attached to any issue. To try and resolve the issue the patient wore an abdominal binder for 2.5 months, but the issue wasn¿t resolved as the battery was still flipping causing discomfort and significant mobility issues.